Manufacturer narrative:
Per the tandem user guide: "your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that an auto off alarm occurred. Customer's blood glucose level was 114-265 mg/dl. Tandem technical support educated the customer on the auto off safety feature.